Event description:
Event description cpi received information that during elective battery replacement, a fracture was discovered in the rate sense portion of this endotak c transvenous defibrillation lead. The lead was capped and replaced.